Event description:
It was reported that the patient developed an infection of his artificial urinary sphincter (aus). The infected device was removed on (B)(6) 2020 and the patient's infection was treated with antibiotics. The patient was reported to have fully recovered. A re-implant surgery was performed on (B)(6) 2021 a new aus was implanted using a transcorporal approach. There were no complications during this surgery.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient developed an infection of his artificial urinary sphincter (aus). The infected device was removed on (B)(6) 2020 and the patient's infection was treated with antibiotics. The patient was reported to have fully recovered. A re-implant surgery was performed on (B)(6) 2021 a new aus was implanted using a transcorporal approach. There were no complications during this surgery.